Event description:
Catheter tip was being removed in dr's office. Part of it separated and pt came into hosp to have the rest removed.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.